Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level of 550-580 mg/dl, and high ketones. Ketones levels considered life threatening by their health care provider. Customer tried to address the elevated bg by a manual insulin injection. Customer spouse assisted the customer moving around, using the restroom and drove the customer to the emergency room. Customer was ultimately admitted to the intensive care unit. Customer was treated with intravenous fluids of saline, insulin, and potassium. Customer was released from the hospital on (B)(6) 2023 and treatment resolved the issue. Ultimately, the customer reverted to an alternate form of insulin therapy.